Event description:
It was reported that during mechanical thrombectomy procedure to remove a clot from the left internal carotid artery terminus (icat) bifurcation using the subject device, embolization to new left m3 middle cerebral artery (mca) territory occurred. No action was taken and no neurological deterioration occurred to the patient due to the reported event. The procedure was completed with a thrombolysis in cerebral infarction (tici) score of 2b. The reported event was related to the subject device and the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during mechanical thrombectomy procedure to remove a clot from the left internal carotid artery terminus (icat) bifurcation using the subject device, embolization to new left m3 middle cerebral artery (mca) territory occurred. No action was taken and no neurological deterioration occurred to the patient due to the reported event. The procedure was completed with a thrombolysis in cerebral infarction (tici) score of 2b. The reported event was related to the subject device and the procedure

Manufacturer narrative:
The device is not available to the manufacturer.